Event description:
It was reported that while using day aligners, the patient noted when chewing, the right-side molars do not touch and sometimes bleed. Clinical support advised a rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.